Manufacturer narrative:
The reported event was pocket erosion. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
It was reported that the patient presented in the clinic with pocket erosion at the pacemaker site. The device was visible from the opened incision site of the implanted device pocket. The physician explanted and replaced the entire pacemaker system - pacemaker, right ventricular lead and atrial lead. The patient was in stable condition.